Event description:
It was reported that a malfunction alarm occurred. Customer performed a pump reset while troubleshooting with technical support and the alarm was cleared. Reportedly, the customer resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.